Event description:
A (B)(6) pt underwent nanoknife ire treatment for liver cancer on (B)(6) 2010. During the treatment an adverse event was reported for pneumothorax. A CT scan showed a small pneumothorax. Due to the pneumothorax worsening, the surgeon interrupted probe placement and inserted a catheter into the pleural space to aspirate approx 3 syringes full of air. Pt was reported as doing fine with no pain the day after treatment.

Manufacturer narrative:
The nanoknife system includes probes that are single use and disposable. No component of the system was returned to angiodynamics, therefore a device eval was not conducted in regard to this event. During a review of quality inspection and mfg documents it was determined that the device met all specs and quality requirements. A review of the hardware service database found no service orders for the generator around the time of issue. The cause of the pneumothorax could not be ascertained. Pneumothorax is a known potential adverse effect that is documented within the nanoknife instructions for use (ic 038 rev d) documents. This event will be trended and monitored by angiodynamics complaint handling department. (B)(4).